Manufacturer narrative:
The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A peritoneal dialysis nurse reported that dialysis solution leaked out of the cassette and into the cycler. Pdrn stated that there was a fluid leak when pt removed the tubing set after treatment was completed on 01/10/2015. Pt was administered prophylactic antibiotics and there is no other known pt ill effects. Pt's effluent remained clear. Sample is available but has not been returned to the manufacturer at this time.